Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely no image and error code e315 occurred due to water invading the scope connector during user handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿no image¿. There were few additional findings. Signs of corrosion were detected on the plug unit and print circuit board, caused by a previous moisture ingress located in the area of the connector. The bending section cover was separated. There were scratch marks on the switch button 1 and 2. Angulation was out of specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope displayed no image. The device was returned and an evaluation at the repair center revealed e315 scope error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.